Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Patient stated she is still experiencing pain since her right rejuvenate/abgii revision surgery. The patient stated her bone had to be split in order to remove the implants. Patient is seeking compensation.